Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system lock-up or prevent the system from booting up, depending on when the error message occurs. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated power supply circuit boards and connectors. The system operates as intended.